Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie failure, unable to release. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie had failed. The field service engineer (fse) arrived on site and checked the unit. The fse found that drawer 2.2, row b was unresponsive. The fse checked the drawer, removed the pockets, and discovered foil against the connections. The fse cleared the debris and then tested the unit. The system functioned as intended after the field service engineer repaired the device.